Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Trend analysis is not required due to no strip lot info provided. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.4, doctor's inratio: 3.2. Six hours in between testing. No signs of bruising or bleeding.